Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the device fails the exhalation valve calibration. The se replaced the exhalation flow sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.